Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp had fluid loss due to tubing being worn out near pump. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.